Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. It was reported that the patient was requesting a replacement device and to change stimulator manufacturers because they were having trouble charging it, as their husband had to help them. They also mentioned that their battery expired. The patient stated that they let their battery die a month ago and it was not functional at this time. No revisions have occurred. Technical services reviewed that the patient device showed it was implanted on (B)(6) 2017 an that rechargeable batteries have a nine year lifespan. The hcp confirmed that they did not have any more information. The event date was asked but was unknown. No further complications were reported/anticipated.